Event description:
It was reported that the device was used in vats upper left lobectomy. The device was fired six times prior to being fired on the pulmonary artery. After firing across the pa, the staple line was examined and was intact. The case was completed and the patient was taken to recovery. The patient was in recovery approximately 4-5 hours when he coded. The patient was taken back to the or and opened. The surgeon observed bleeding at the staple line. However, the staple was still intact, he noted a tear at the distal end of the staple line. The tear was repaired using sutures. At this point, the patient had lost a large amount of blood and expired on the table. The sales spoke with the surgeon, he alluded to the fact that the patient was elderly, very ill and had undergone radiation therapy.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.